Event description:
A dissection of the right coronary artery (rca) occurred during a ptca procedure. The physician began and continued the case until the dissection occurred. The physician mentioned that he could not say the dissection was caused by the guide catheter. The diagnostic portion of the procedure had shown that the pt's vessels were very diseased. There was a 90% lesion in the mid rca. An 8f jr4.0 guide catheter was placed in the ostium of the rca. A balloon was inflated in the mid-rca. A dye shot was performed and the dissection was seen at the proximal end of the balloon, not at the tip of the guide. The physician commented that it was a spiral dissection that went to a distal side branch. He said that it could have been caused by the injection or due to the pt's anatomy. The physician was able to repair the artery with four 30mm stents. The physician said that one side branch section remained dissected, but they would keep an eye on it. The physician commented that the dissection was not caused by "operator error", but could be "operator dependent." The physician commented that he could not be certain what caused the dissection. The interventional cardiologists at this hosp continued using the product and gave positive feedback about its performance.